Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) keeps alarming for battery replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
Na.